Event description:
The customer received blood glucose readings of 120 and 180mg/dl on a friends contour meter and 45mg/dl on her own contour. The difference between the readings falls in the "c" or "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.